Event description:
The customer provided questionable results for 8 patient samples tested for multiple assays. Of the data provided, 2 patient samples tested for creatinine plus ver.2 (crep2) were erroneous and reported outside of the laboratory. Patient sample 1 initial crep2 result was 253 umol/l. This result was considered to be high considering the patient's previous crep2 result from (B)(6) 2015 of 86 umol/l. The result of 253 umol/l was reported outside of the laboratory. The sample was repeated on a different modular p800 analyzer and the result was 81 umol/l. The report was corrected by the lab. Patient sample 2 ((B)(6) year old female) initial crep2 result was 1264 umol/l. This result was considered to be high considering the patient's previous crep2 result from (B)(6) 2015 of 107 umol/l. The result of 1264 umol/l was reported outside of the laboratory. The sample was repeated on a different modular p800 analyzer and the result was 95 umol/l. The report was corrected by the lab. No adverse event was reported. The crep2 reagent lot number was requested but not provided. On (B)(6) 2015 the customer checked the reaction cells and reagent spreading marks were observed. The reaction cells were changed. A call was made to technical support on (B)(6) 2015. Use of the analyzer was discontinued until service visit on (B)(6) 2015. The field service representative checked the analyzer, ran different tests and indicated the analyzer was fit for laboratory staff to begin using again.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative performed an analyzer check: the washing (filling-emptying) of cuvettes, clarity of incubation bath, new lamp & cuvettes, leakage. The root cause was determined to be a reagent probe that was found to be splashing since it was not centered to the middle of the cuvette. If the probe is bent or misadjusted there is a risk that not the full amount of reagent is pipetted completely in the measuring cuvettes. The problem was solved by adjusting the probe and changing of the cuvettes. The operator manual indicates that it is part of daily maintenance to check and clean the reagent and sample probes. No further discrepant results reported from the customer.